Manufacturer narrative:
As reported post-implant of the bard/davol perfix plug light, the patient experienced foreign body sensation. It was reported that the patient continues postoperative anti-inflammatory treatment. Additional information has been requested. Based on the available information, no conclusion can be made. No lot number was provided; therefore, a review of the manufacturing records is not possible.

Event description:
As per nmpa ((B)(4)): as reported, the patient was hospitalized for a right groin oblique and was implanted with a bard/davol perfix light plug on (B)(6) 2021. It was reported that on (B)(6) 2021, the patient was experienced foreign body sensation at the implantation site but the surrounding soft tissues had no redness, swelling and pain, the dressing outside the incision was dry, and there was no bleeding or exudation. It was also reported the patient continues postoperative anti-inflammatory treatment.